Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the patient had a revision on (B)(6) 2026. About three weeks after the revision they fell. The patient stated the therapy was not working. The patient stated they had been in lots of pain from the waist down. The therapy was turned off a week prior to their friday appointment. The patient reported the pain was better with therapy turned off. Additionally, the patient reported extreme itching at the battery site. The rep stated they were with the patient and the physician assistant on (B)(6) and there were no signs of infection. The patient had no known allergies to metals or latex. The patient stated it was so itchy so they wanted it removed. The removal would take place this ((B)(6) 2026).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.